Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the ats45 device was received with the firing trigger damaged and with a tr45w reload loaded in the device. The returned reload was partially fired 1/4. Further investigation shows that the cartridge deck was damaged and a clip was noted stuck on the reload. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. It is possible that the clip noted on the cartridge deck do not allow the knife advance forward causing the firing trigger broke. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the device not firing and handle snapped. No patient consequence reported.